Manufacturer narrative:
The correct event description in b5 should have been 'it was reported that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and in inappropriate mode switch. The patient was presented for the ra lead revision. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.' Rather than 'it was reported that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and in inappropriate mode switch. The patient was presented for the ra lead revision. The ra lead was explanted and replaced. The patient was in stable condition.' D6b - date of explant should have left blank instead of (B)(6) 2025.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and in inappropriate mode switch. The patient was presented for the ra lead revision. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and in inappropriate mode switch. The patient was presented for the ra lead revision. The ra lead was explanted and replaced. The patient was in stable condition.